Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the grasper got stuck in the trocar. When the tech tried to insert the grasper down the trocar, it got caught middle to distal end of the cannula. They used another device to resolve the issue in order to complete the case. There was no patient injury.